Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va1acx1, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had an infection which resulted in the need for complete removal of the implanted system. The battery was fully explanted, but while removing the lead, the tined portion of the lead below the electrodes was not able to be removed from the patient¿s sacrum. This remained in the patient¿s body. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the inability to removed the tined lead segment was not determined. There were no further complications reported or anticipated.